Event description:
It was reported that both preloaded multifocal toric intraocular lenses were explanted during secondary surgery due to the patient's dissatisfaction with visual acuity. For one eye, the preoperative measurements were far 1.0 and near j6, while the postoperative measurements were far 0.8 and near j3. In the other eye, the preoperative measurements were far 1.0 and near j7, and the postoperative measurements were far 0.7 and near j2. The lenses were replaced with another competitor's lens for both eyes. After the exchange, the patient expressed satisfaction with the decrease in dysphotopsia. The surgeon complained of a lack of tolerance for refraction error, a drop in distance vision, and excessive dysphotopsia. This report captured information for one eye. Another report will capture information for patient's other eye. No other information was provided.

Manufacturer narrative:
Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.